Event description:
It was reported that, one week following pump implant, the patient was admitted to the hospital with an overdose and acute liver failure. The reporter had requested that the pump be stopped and did not have a programmer.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).